Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to normal eri, the atrial lead was used to replace a chronic lead. After the implantation procedure, the physician noted poor sensing on the new atrial lead. No intervention has been done as the lead remains implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Date of implant is added.